Manufacturer narrative:
The reported events were inadequate capture, loss of capture, undersensing, r-wave amplitude variation and lead fracture. As received, a complete lead was returned in one piece. The reported event of lead fracture was not confirmed. Electrical and x-ray examination did not find any indication of conductor fractures. The reported events of inadequate capture, loss of capture, undersensing were confirmed. Dissection of the lead found the inner coil was damaged at the suture tie region. The cause of inadequate capture, loss of capture, and undersensing were due damaged inner insulation due to overtightened suture.

Event description:
Additional information was received indicating loss of capture and undersensing were noted on the right ventricular lead.

Event description:
It was reported that inadequate capture and r-wave amplitude variation were noted on the right ventricular (rv) lead suspected to be due to lead fracture at the site of the suture sleeve. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.